Event description:
Patient representative reported patient experienced ¿breast had become enlarged,¿ ¿itching,¿ ¿lives in constant fear of a recurrence,¿ "[implants were] defective and unreasonably dangerous condition," and the "biocell textured implants were the direct and proximate cause of [the patient's] bia-alcl," "loss of enjoyment of life," "severe emotional distress, mental anguish," "pain" and "mental and physical pain and suffering." Patient representative also reported patient experienced ¿disability," "physical injuries," "suffering" and ¿significant residual pain in chest and neck from explant surgery;¿ these events are not related to the device.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Patient represented provided pathology findings which confirmed the diagnosis of alcl; markers of cd30+ and alk- have been reported.

Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma - alcl.

Event description:
Healthcare professional additionally reported "aspiration of fluid (80cc)" and "swelling and discomfort."

Manufacturer narrative:
Information contained in this report was previously submitted through responsive. Explant date was not provided. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture and lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and lymphoma alcl. Histopathological markers are not reported. Device was explanted.